Event description:
A report was received that the patient was having difficulty charging. The physician determined that the scs generator was too deep. A pocket revision was performed. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.